Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
The surgeon reports in his fax that during the first try to screw out a screw without using force, the tip of the screwdriver broke off. The surgery was finished using an alternative device.